Manufacturer narrative:
The sample was not returned for eval. The lot number is unk; therefore, the device history record could not be reviewed. The PMA/510(k)# and the product classification code represent a similar device with the catalog # of 016v22s. The instructions for use which accompanies the device contain a warning: "on catheter, do not use ointments or lubrications having petrolatum base. They will damage latex and may cause the balloon to burst. Additionally, the instructions for use state "should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the pt. Visually inspected the product for any imperfections or surface deterioration prior to use. For pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water." (B)(4).

Event description:
It was reported that following surgery where a urinary catheter was placed, the pt was found to have bladder distention and was complaining of a lot of pain in the recovery unit. The pt had to be taken back to the operating room under anesthesia to have the catheter replaced.